Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, she was trying to change the reservoir and the infusion set. As soon as the piston hit the reservoir the device alarmed compromised force sensor resistor. Her blood glucose was 7 mmmol/l. Troubleshooting was performed and the drive support cap was found sticking out by the customer. Customer didn't recall pressing the cap in while she was connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and cracked display window.